Manufacturer narrative:
Device evaluation: analysis of the returned device the device was underweight and had a broken shell. A visual and microscopic analysis was performed which identified a sharp break on the posterior side and fold creases. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported a right side rupture and patient's concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and patient's concern with the product. The device has been explanted and replaced.